Event description:
The reporter stated that the surgeon had inserted a three piece collamer lens model cq2015 and realized the lens was torn. The surgeon removed and replaced the lens with no pt injury.

Manufacturer narrative:
Eval: results - a visual inspection of the returned product shows the lens optic is torn in half and a haptic is torn off and is stuck in the cartridge. No visible damage to the cartridge. The lens and cartridge have clear surgical residue on them. It should be noted that the injector was not returned for eval. Conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.